Event description:
The customer reported having blood glucose levels under 20 mg/dl. And paramedics being called in. The customer stated that the only event leading up to the incident was the health care professional changing the basal. The customer was advised to speak with the health care professional. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).